Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 20 nov 2024 from the home therapy nurse (htn) of a 67-year-old male with a medical history including cardiac comorbidities and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 21 nov 2024 from the htn who stated the patient was in treatment for approximately 3.5 hours before the event occurred with no alarms or cautions noted. Emergency medical services (ems) was called and the patient was pronounced on the scene, cause of death cardiac arrest.